Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 01:37:03. During night drain cycle four, the patient's ultrafiltration reading was 1119ml, indicating the home patient (hp) drained 1119ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was determined to be an insufficient drain-multiple cycles advanced to fill when there is slow/no flow. If any additional information is received, a follow-up will be sent.